Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, images loaded into the navigation system were flipped where the left side of the anatomy was marked the right side and vice versa. It was reported that the residents in the operating room (or) flipped the image to their proper orientation. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the software functioned as designed. Based on the information originally reported, the site representative may have selected ¿radiographic¿ view for one of the previous imports, which caused the tumor to display on the left side of the screen instead of the right side. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site manually corrected the exam when it loaded as flipped. It was also reported that the exam was provided for evaluation, the exam was found to have loaded in the same orientation in onis and the application software.